Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 5 years and 3 months of support, the patient was suspected to have a percutaneous lead (driveline) fracture. The patient was placed on battery power and discharged home pending a pump exchange after the weekend. The patient returned to the hospital the following week and a pump exchanged to another lvad was successfully performed.

Manufacturer narrative:
The patient remains ongoing on lvad support post the pump exchange and no further issues have been reported. The explanted pump was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.